Manufacturer narrative:
Additional information provided in h.6. And h.11. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. Clinical information review: this patient who was scheduled for cataract surgery (eye unknown). The customer has confirmed that the surgeon mitigates the bubbles from visual axis, by aspirating them from view. There was no reported patient impact at this time. Additional related information was requested but none has been provided to date. The operators manual offers information on instance like this. ¿on the display, navigate to an irrigation/ aspiration (ia) surgery step and press the treadle into range 1 to stream fluid from the irrigation port. Note: company recommends adding the fill step before the first ia step to facilitate removal of air from the ia handpiece. Company also recommends adding the fill step after the last ia step to clean the ia tip and handpiece. When transitioning into the fill step, irrigation and reflux are enabled simultaneously for up to 10 seconds. If the irrigation fill feature is enabled, irrigation is enabled without reflux. 2. Activate the reflux function to stream fluid from the aspiration port. 3. Observe the stream of fluid from the irrigation and aspiration ports. Ensure no air bubbles remain in the irrigation or aspiration lines. When using a bimanual procedure, ensure the irrigation handpiece and settings have sufficient flow characteristics. Use of irrigation handpieces or settings with insufficient flow characteristics may result in a fluidic imbalance and may cause a shallowing or collapsing of the anterior chamber.¿ prime the fragmentation handpiece during surgery (aspiration prime) aspiration prime is only available during a procedure. This procedure applies when a fragmentation handpiece is added to the console after surgery has begun. 1. Fill a container with enough sterile fluid large to submerge the entire priming cover. 2. Select the frag surgical step. 3. Select quick setup. 4. Submerge the front end of the handpiece slowly in the fluid container. Verify the priming cover is filled with fluid without any air bubbles and the tip is not in contact with any surfaces. 5. Select prime and test. Flow mode in aspiration flow mode, the console uses the peristaltic pump. Suction panel in flow mode 1 vacuum power toggle ¿ enables or disables the suction function. 2 intelligent aspiration icon ¿ indicates whether intelligent aspiration is on or off. 3 vacuum parameter ¿ opens the vacuum dialog box. 4 aspiration flow parameter ¿ opens the aspiration flow dialog box when selected. Note: the aspiration flow dialog box includes an additional toggle for intelligent aspiration. Turn on intelligent aspiration to display aspiration flow as zero or near zero when the vacuum limit is set to 700+ and full occlusion is detected. 5 message ¿ indicates if there is an occlusion, reflux, or vent issue. Note: l always monitor the fill state of the fms drain bag during operation. L during aspiration, ensure the fluidics management system (fms) aspiration line does not have bubbles. L if the system has low flow, release the treadle. L when the vacuum feature is enabled, the tone generated by the console varies in pitch relative to vacuum strength. For instance, a higher pitch may indicate a flow restriction. Irrigation line has bubbles tap the instrument 2 to 3 times during the flow test. Secure the connector and port contact. Prime again. Replace the instrument. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that bubbles during irrigation/aspiration persistent in middle of the case during cataract surgery (with intraocular lens implant). The surgeon aspirated the bubbles in order to have a better visual to complete the procedure. There was no patient impact. This report pertains to cassette involved in this reported event.